Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that urinary retention was a pre-existing condition for them. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the morning of the report they had trouble using the bathroom. They stated their son changed their settings to help with this. They stated the device was helping some. The patient was redirected to follow-up with their healthcare provider. The patient reported that the circumstances that led to them having trouble using the bathroom was that they could not void for 24 hours. They reported that adjusting the stimulation resolved the trouble using the bathroom. No further complications were reported or anticipated.